Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, at the first firing, the reload could be connected to the handle, but the jaws could not be open or close anyway. The procedure was completed with another device. The event occurred during the procedure, but the product was not used for patient.